Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation with a saline mentor siltex round moderate profile 325cc and experienced deflation on the left breast implant. The deflation was diagnosed by the healthcare professional by the exam of bilateral digital screening mammography on (B)(6) 2018. Both mlo and cc views including bilateral (B)(6) views obtained. Breast parenchyma is heterogeneously dense and may obscure small breast mass. Bilateral retropectoral breast implant observed. The right breast implant appears to be intact. The left breast implant appears to be deflated. Few punctuate type of benign looking and bilateral vascular calcifications seen. In view of the increased breast density additional sonographic evaluation is also advised. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 500cc on an unknown date.

Manufacturer narrative:
On 06/13/18, it was reported to mentor that it was reported that a 67 year old patient who underwent primary breast augmentation with saline mentor siltex round moderate profile 325cc on the left breast implant and mentor saline implant of unknown type on the right breast implant on (B)(6) 2018 developed left breast implant deflation. A bilateral mammography that was performed on (B)(6) 2018 showed few benign looking calcifications and left implant deflation. The breast tissue is dense, therefore it was advised that additional breast imaging be completed for potential breast masses or abnormalities. The patient underwent removal and replacement with mentor gel implants on unknown date. No additional imaging was provided. Follow up is in progress. Should more information become available, this case will be re-assessed and notes will be updated. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is considered serious and reportable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/18/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. In addition, the date of implantation was (B)(6) 2018. The saline was leaking and appeared to be yellow color. It looked like the implant was ruptured. On 07/18/18, it was reported to mentor that the replacement devices were gel mentor memorygel breast implant 350cc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 07/30/18, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. Yellow and brown material was observed within the device. White material was observed on the shell surface. Product evaluation team discovered a rent measuring approximately 0.5 cm within an area of siltex cracking located on the posterior aspect. Lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. The DHR was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. A root cause of the failure could not be determined. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).